Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced ongoing problems with delivery blocked. The customer blood glucose level was 28 mmol/liter at the time of incident. Customer's mother already tried replacing three infusion sets and reservoirs and everything and insulin did not "exist" the tubing. Customer treated with insulin pump. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was programmed 2.0 units with water filled reservoir. The water did exit the infusion set. No unexpected no delivery/insulin flow blocked alarm noted during testing.